Event description:
It was reported that during generator replacement surgery on (B)(6) 2014, the surgeon noted fluid in the patient¿s lead so he replaced it during the procedure. No patient manipulation or trauma was reported to have occurred. The last known diagnostics from (B)(6) 2014 were within normal limits. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned generator and lead was completed. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. During the visual analysis of the returned lead portion, several abraded openings were observed on the outer silicone tubing. The abraded openings found on the outer silicone tubing, and the cut ends that were made during the explanted process most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since the (+) white electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.